Event description:
It was reported that the lead was capped and replaced. The patient's condition was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, elevated capture threshold was observed on the lead. Revision surgery was anticipated. The patient's condition was stable and there were no adverse consequences.